Manufacturer narrative:
Sample received by company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the handpiece did not work properly during a cataract surgery. During the sculpting phase the handpiece did not make the groove. They tried to tighten the tip but did not solve the issue. They change the handpiece and it caused a 2 to 4 minutes delay which was no significant for the surgeon. There was no patient harm. Additional information has been requested but not received to date. This is one of two reports being filed for this product. This report is for the patient for which the handpiece did not make the groove during surgery..

Manufacturer narrative:
The handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample found no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The root cause of the reported event cannot be determined conclusively. The handpiece was found to meet specifications. (B)(4).